Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.  On (B)(6) 2023 customer alleged received sensor glucose vs. Blood glucose event. Following our receipt of the one returned used sensor partial sensor (needle not returned) and performed visual inspection and found sensor cannula bent then performed then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specifications, place sensor under microscope and found gold trace damage (cracks) at the counter electrode causing (open trace) electrical interruption in the sensor circuit, also found sensor electrode bent at near sensor base. See attached pictures for details. In summary, the customer of sensor glucose vs. Blood glucose event could not be confirmed. Found sensor with physical damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported difference in blood glucose and sensor glucose values. Blood glucose value was 210 mg/dl and sensor glucose value was 70 mg/dl. Troubleshooting was performed. Customer took hydoxyurea medication and was advised that it will result in high blood glucose. No harm requiring medical intervention was reported. The device will not be returned for failure analysis. Updated summary: the device was returned for analysis.